Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the post redux user interface, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device logged several error codes. Upon inspection, physio-control observed that the device intermittently displays a white screen and keeps rebooting by itself. In this state, device would not be able to provide defibrillation therapy, if it was needed. There was no patient use associated with the reported event.